Event description:
A 100 yr old female fell at nursing home and fractured hip. During surgery to repair hip, pt sustained cardiopulmonary arrest concomitant with the application of bone cement to secure the prosthesis. Pt was resuscitated but expired next day. Product literature notes that cardiac arrest is a known adverse reaction to use of this product.